Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate 3 left ventricular assist system (lvas) cannot be conclusively determined. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had difficulty taking a reading. Troubleshooting included patient advising that the patient electronic system (pes) is setup in the bedroom on a regular mattress. The patient advised that the pes was on the left side of the bed (if viewing from the foot of the bed). The patient advised that the pes is plugged directly into the wall outlet. Patient advised that they had a left ventricular assist device (lvad) (battery pack on his left) and pacemaker. A reading was taken without the patient, and it was white 10 then the reading was cancelled. The patient laid down to take a reading. The patient advised that the power cords came loose, and the pes automatically turned off. The patient was advised to re-secure all power connections and turn on the pes. A reading was taken with the patient's spine centered on pillow, head on headrest and lvad battery pack hanging on his left side. The reading showed white 29-31. And then the reading was cancelled. Then they restarted the reading with the left shoulder blade centered on pillow, head on headrest, lvad battery pack hanging on his left side which read white 1 and was then cancelled. The reading was restarted, and the right shoulder blade centered on pillow, head on headrest, lvad battery pack hanging on his left side and the reading was white 35 and then the reading was cancelled. They then restarted the reading with the patient laying completely on left side of body, left arm extended above head. White 4 and then they cancelled the reading. The reading was restarted with the patient laying completely on right side of body, right arm extended above head. Yellow 63. Tilt left shoulder back towards pillow. Yellow 69, blue 84. They then cancelled the reading. The patient then moved up 1 inch. Restarted reading. Blue 50-84. Cancelled reading. Moved up 1 inch. Blue 70. Cancelled reading. Moved up 1 inch. Restarted reading. White 1-2. Cancelled reading. Adjusted minimum signal from 70 to 60. Manually sent readings. Manual transmission successful via gsm. Turned on pes. Took reading with patient - right shoulder blade centered on pillow, head on headrest, lvad battery pack hanging on his left side. Blue, yellow 64, green. Good position audio heard, music incomplete. Left arm grab right shoulder. Green 73-77. Reading and transmission successful. Confirmed in zed and advised patient that his reading for today is physiological. Advised patient of new position - right shoulder blade centered on pillow, head on headrest, lvad battery pack hanging on his left, left arm grab right shoulder. Advised patient to continue taking his readings as prescribed and to call rcts if he experiences any difficulties with the pes. Patient acknowledged. The cause of the problem was identified to be patient positioning and minimal signal adjustment.

Manufacturer narrative:
A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.